Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The connector board, inlet ac filter, and on / off switch were replaced to resolve the issue.

Event description:
The hospital reported the unit had an error that results in a system required restart, resulting on a loss of mechanical ventilation. There was no report of patient involvement.